Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Event description:
Healthcare professional reported "rupture". This record is for the right side. The device remains implanted. Explant surgery is scheduled and it is unknown if the device will be returned.

Event description:
Healthcare professional reported "rupture". This record is for the right side. The device remains implanted. Explant surgery is scheduled and it is unknown if the device will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.